Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. The pump will not be returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a very long complicated case and had been followed by the heart failure team for four years prior to implant. At the time of implant the patient was in hospice. On (B)(6) 2017, the patient had a severe sternal wound infection that was positive for (B)(6), and chest drainage. The patient underwent a surgical procedure for washout and culture, and pus was found around the heart. The patient¿s sternum was left open and a wound vacuum was placed. The patient was aggressively treated with antibiotics. The patient had remained with positive blood cultures, and with a sternal wound infection from (B)(6). The patient required additional washouts with minimal improvement. On (B)(6) 2017, support was withdrawn per the patient¿s wishes, and the patient expired. It was also reported that since implant and during the event, the vad continued to operate as expected. It was reported that pump preparation prior to surgery was done per the manufacturer¿s recommendations. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event and subsequent patient outcome could not be conclusively determined. The account communicated that the patient had a severe sternal wound infection that was (B)(6) . The patient also had chest drainage and was found to have pus around the heart. A washout was performed and a wound vac was placed. The patient was aggressively treated with antibiotics, however, support was ultimately withdrawn. The account also noted that the pump operated as intended throughout these events. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.